Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer was hospitalized non diabetes related. The customer's blood glucose has been fluctuating between 164mg/dl-405mg/dl. The customer treated with a bolus to correct it with the b button. The insulin pump passes the high pressure test.